Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and no issues were found. The sample was not returned for evaluation. A supplier corrective action report was opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient receives diet via gastrostomy with button installed on (B)(6) 2023. The button externalized on (B)(6) 2023, with svf being passed at the gtt location provisionally. On 09jan2024 additional information received stated that gtt is referring to the gastrostomy tube item 724350 and svf is a bladder foley catheter/urethral catheter, passed temporarily.